Event description:
It was reported that the patient¿s incision took over a year to heal. She stated that it had been leaking and finally closed the month prior to the report. The patient also reported that she could not adjust stimulation. The programmer displayed a ¿call your doctor¿ icon and a warning power on reset (por) condition. She began seeing this screen the saturday prior to the report. The cause of the por was unclear and no outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot# va09uzs, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).